Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "left device is ruptured. Patient has felt pain". The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device in the posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Crease/folding of implant: no observed. Additional observations: red particles on the surface of the shell observed. No further actions are required as the device was implanted.

Event description:
The device has been explanted.

Event description:
Additionally, healthcare professional reports accommodation folds.